Event description:
It was reported that the device and leads were removed shortly after implant due to infection. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable pacing lead 2011 (B)(6). (B)(4).